Event description:
It was stated that insulin leaked from the reservoir. It was also stated that the customer experienced high blood glucose readings and ketones for four days. The blood glucose readings were not reported.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.